Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported needle to cuff miss could not be determined, the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement was attempted in the left common femoral artery with two proglide devices using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8f. Reportedly, cuff misses occurred with both proglide devices. Two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to a 20f and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two additional proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.